Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that after the sensor was inserted, the patient began to cry and had pain in his arm. The patient's mother removed the sensor after 15 minutes and upon removal, there was no sensor wire to be found. They went to the emergency room (ER) and had an x-ray performed and the result of the x-ray showed that the sensor wire is quite deep in his upper arm. It was indicated that the surgeon did not want to operate to remove the sensor wire due to the risk of damaging tissue and having the surgery performed under general anesthesia. The sensor wire remained in the patient's arm. At the time of contact, the patient was unaffected and trouble free. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.